Event description:
Customer's mother reported air bubbles in her son's reservoir. She stated, the issue repeatedly occurs. No additional information provided.

Manufacturer narrative:
Reliability analysis evaluated 3 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per specifications. Reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir, connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded and no air bubbles. Reference manufacturer report number: 2032227-2014-35668.